Event description:
During aaa repair in 2008, the suprarenal stent got snagged by the top cap, and involuted partially into the fabric-covered portion of graft. The physician partially inflated a balloon to try to push the stent upward but was unsuccessful. Subsequent angiogram revealed no endoleak so the physician determined to leave the graft as it was. The right hypogastric was also covered unintentionally due to tortuosity restricting maneuverability of the device. Within 24 hours, the patient had expired due to mi. The cause was determined to be unrelated to the graft.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically cautions that inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusin of the renal or internal iliac arteries. The device remains implanted and no images were provide to assist in this investigation. An internal clinical review indicated the event was due to user error during deployment and incorrect planning and sizing. However, we have notified the appropriate individuals and we will continue to monitor for similar events.